Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and unable to duplicate flickering screen. Re seated all pcb boards in display and as a precautionary measure replaced video sender cables. Ran and passed all performance and function tests. There was a patient involvement but no harm was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer says that the pump screen suddenly flickered, then went blank. The pump never stopped and the patient condition never changed. Customer quickly changed pumps successfully. There was no reported harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.